Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned unit confirmed that the stent had moved 2mm distally on the balloon. Stent crimping was evident on the balloon. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on 30 sep 2013. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The target lesion being treated was located in the severely tortuous right coronary artery with greater than 45 and lesser than 90 degree bend. The lesion was predilated with an unspecified balloon catheter. A 3.00 x 12mm taxus liberté stent was then advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent moved on balloon.